Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
At the end of a left atypical flutter case with tactiflex duo catheter, an echocardiogram revealed a pericardial effusion occurred which required a pericardiocentesis. All catheters had already been removed from the heart. It is unknown what caused the effusion or when it occurred. There were no performance issues with any abbott device.